Manufacturer narrative:
A ge representative evaluated the system and replaced the isolation transformer. System operates as intended.

Event description:
Customer reported the circuit breakers tripped during a case. No patient injury was reported.